Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm (through system logs) and reproduce the customer reported complaint. The unit was tested on an in-house system in normal mode, and it was disabled by error 319. The unit was also tested on a psc fixture test platform (pftp) with error 319 showing on the check all boards test. A gold clockspring fiber was installed and the unit passed the test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that they were getting a non-recoverable fault when trying to start the case. The customer power cycled the system two times before calling for assistance, and the fault returned each time. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed onsite logs and found error 319 on arm 3. The customer stated surgeon needs all four arms for this case. The customer plans to pull patient side cart (psc) from the other system. The customer was continuing with system setup. The procedure was converted to another da vinci system with no reported injury. Isi contacted the initial reporter and obtained the following information: the system functionality was checked upon powering on the system, and it initially did power on without errors. The customer did the following steps to try to resolve the issue: power down and restarted system. Power down again after that fault repeated and flipped the breaker switches on all components. The customer waited and then turned everything back on again and it still did not work. The customer contacted technical support for assistance. The customer was troubleshooting as surgeon was placing ports on the patient. The customer reported that we need all 4 arms for this case, and it would be very difficult to do this case as straight laparoscopic case. The customer did not indicate that they would be able to do case with 3 arms. The customer switched out the entire patient cart with another system prior to docking. The procedure was completed but with different patient cart. The non-functioning cart was move outside the operating room.